Event description:
New information notes that the lead was capped on (B)(6) 2019. The lead's pacing impedance value had more than doubled since implant.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited high capture threshold, noise, and high impedance. The lead was capped and replaced. Also, following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable. Related manufacturer reference number: 2017865-2019-18332.